Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles and leak. The customer reported that 9 reservoirs had leak. The customer stated that they filled them up and had extra air bubbles going past seals inside the plunger and insulin pump. The location of the leak was at the o ring. Customer stated the leak was at past 1st o ring. The customer discarded the reservoirs. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.